Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was not tracking instruments properly. During the repair, the computer broke down. It was not showing video signal on the screen. The computer was replaced and the system began functioning as intended. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system does not track instruments properly. There are no patients involved.

Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that when the field generator was connected to a test system, the system remained in green status during all testing. Flexing the cables did not indicate any intermittent opens. No fault found.

Manufacturer narrative:
The suspected computer was returned to the manufacturer for analysis. Analysis found that the computer did not power on. Analysis found that the reported event was related to a computer component issue.

Manufacturer narrative:
The electromagnetic interface communication cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Analysis on the returned axiem had no failure. The reported problem could not be duplicated. The axiem unit was connected to a test system with the ent application for a multi-day burn-in test. Registration, tracking, and accuracy looked normal on all 4 tool ports. The tools from each port was connected and disconnected multiple times and system remained functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the computer of the navigation system found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.